Event description:
It was reported that intermitten occlusion alarms occurred. The customer's blood glucose level was 352 mg/dl. Tandem technical support (cts) discovered that fiasp insulin was used within the cartridge. Cts educated customer on cartridge/insulin labeling. Reportedly, the customer changed pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.